Event description:
No harm to patient. While placing bedside PICC [peripherally inserted central catheter] for patient. Unfortunately, the extension connection was leaking. We were able to successfully place the PICC by replacing the extension.